Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Gonzalez g, choir e, bresee c, anger j, perley j. Efficacy and safety of the supris sling in an urban latina population. Neurourology and urodynamics 40, s227. A retrospective chart review of 108 women who underwent surgical management between february 2016 and december 2018 was conducted. Pre-operative parameters included incontinence severity, pad usage, stress testing on physical examination, and medication managed overactive bladder symptoms. Intra-operative criteria included complications, trocar perforation rate, blood loss, and concomitant prolapse repairs. Post-operative endpoints at three months, and at one year or more, included subjective cure rate, and complication rates. Results: the median age of women was (B)(6) years old, and (B)(4) were (B)(6). (B)(4) of women had a stress urinary incontinence (sui) and mixed urinary incontinence (mui) diagnosis, respectively. Women, on average used two pads pre-operatively and none post-operatively. There was a (B)(4) revision rate that included sling takedown, mesh removal, rectocele repair, and bulking agent procedures. Eighty women completed the questionnaires. (B)(4) of the mui group reported being very much improved or much better. The sui group reported being 94% very much improved or much better. Twelve patients reported being a little better or reported no change. Conclusion: in our primarily latina patient population, the majority of whom had mui, the supris retropubic sling improved symptoms. Although reported outcomes were excellent in both groups, those with preoperative urge incontinence were more likely to experience urge symptoms post-op. More patients with pure sui pre-op experienced a cure as described as very much improved by pgii score.